Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).

Manufacturer narrative:
Sex, weight, ethnicity, race - unk. This product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.0/+2.5/094 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a longer lens due to low vault. The problem was resolved.